Event description:
Consumer stated: it is brand new and the bristles are coming off and she is afraid that she will swallow some and that cant be good. Consumer has used them this brand before, and it has never happened before.